Event description:
Four patient samples that initially generated high phosphorus results, which were lower when repeated on another analyzer, same methodology. Patient 1, (female), initially tested in 2007, resulted at 9.4 mg/dl. Same sample repeated three days later, gave 4.1 mg/dl. Patient 2, (male), initially tested in 2007, resulted at 18.9 mg/dl. Same sample repeated two days later, gave 7.8 mg/dl. Patient 3, (male), initially tested in 2007, resulted at 12.4 mg/dl. Same sample repeated the next day, gave 3.2 mg/dl. Patient 4, initial phosphorous result 18.3 mg/dl, repeat 3.4 mg/dl. No patient information or testing dates provided. No adverse events reported in association with the incorrect results. The field service representative found the rinse unit levels off, and repaired the instrument.